Event description:
It was reported that during a gastric bypass procedure, the seventh firing on the stomach with a blue reload, the device was closed on tissue and the surgeon waited 15 seconds. As the device was fired, the tissue pushed forward with the knife blade to the distal end of the jaws. At the end of the firing stroke, the tissue in the jaws had been pushed to the distal end of the jaws. When the device was opened, the entire length had not been cut and the staples were everywhere. The staples had been pushed forward but not formed due to them not hitting the anvil. There was no patient impact reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.